Event description:
It was reported that during a low anterior resection procedure unformed staples deployed after the first firing. The surgeon used hand sewing to fix the anastomotic stoma. The surgeon changed another reload to cut the rest of the rectum. The staple line and cut line of the second firing was completed. The surgeon found the anastomotic leakage on (B)(6). Now the patient is still under observation.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what device was used with the cartridge? What anatomical structure was the device fired on? Which portion of the staple line was malformed? Distal/proximal. Was an additional surgical procedure performed on (B)(6) 2014? How was the leakage identified? What was the shape of the unformed staples? A supplemental report will be sent upon receipt of additional information. The analysis results showed that one cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.